Event description:
It was reported that upon boot up, the device is acting as if the charge button is being pressed down with no patient connection, and is stating "cannot charge". This message is normal when the charge button is pressed with no patient connection. This indicates a likely intermittent failure of the charge button and would prohibit the device from charging and shocking defibrillation energy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the main keypad assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Upon further testing, it was observed that the charge button had sustained damage, causing it to be stuck shorted. This would not allow the device to deliver a defibrillation shock.